Manufacturer narrative:
The fse indicated that the wbc electrode was uncoiled and not in the correct position, which attributed to the intermittent wbc vote outs. The fse manually adjusted the electrode, resolving the wbc vote outs. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered white blood cell (wbc) vote outs (non-numeric results) on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.